Manufacturer narrative:
Malfunction was confirmed after investigating the returned sensor. A corrective and preventative action (CAPA) has been initiated to further assess the similar incidents. Moreover, the patient was offered a sensor replacement and was inserted with a new sensor. G1-2 contact information was updated h6 patient code was updated to 2692 h6 method code was updated to 10 h6 results code was updated to 170 h6 conclusions code was updated to 23.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.